Manufacturer narrative:
An assessment of the device history record for the reported lot code was completed based on the time period used for statistical sampling for product release. This assessment found no anomalies that may have caused or contributed to the reported issue. A cluster assessment found 0 similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends. Since no root cause was found, there is no corrective or preventative action that can be taken at this time. No further information is available at this time.

Event description:
This is a non-us event. We received a letter from the consumer stating that upon removal of the tampon, the tampon appeared normal. Several hours later she noticed bits and pieces of the tampon on her pad. She is very worried and very disappointed. There have been 3 attempted contacts to reach the consumer, but we have been unsuccessful. There was no mention of medical assistance required at this time. The consumer had purchased the multi-pack tampons and exact absorbency is unknown.